Manufacturer narrative:
Product analysis: no product was returned. Conclusion: the root cause for this report could not be established from the information available. A supplemental report will be submitted if additional information is received. (B)(4).

Event description:
Medtronic received information that immediately post-implant of this annuloplasty ring in the mitral position, the ring was explanted because the physician was not satisfied with the repair. No failure mechanism was provided. No adverse patient effects were reported.